Event description:
It was reported that during follow up, lead noise was observed on a stored egm for an inappropriately detected vf epsiode. No therapy was delivered. Insulation damage is suspected. Lead will be monitored. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped and replaced.